Manufacturer narrative:
Film evaluation results are: a review of returned angio images during an intervention 19 months post-implant, revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned within the angulated neck ~5 ¿ 10mm below the renal arteries. The infrarenal neck was angulated ~60° r-l; relative to the aortic body. The amount of a-p angulation could not be determined. The suprarenal stent apex on the right side was just below the ostium of the right renal artery. The ipsi limb was on the right side and the contra gate opened anteriorly. The ipsi/right limb was extended with another limb into the right common iliac artery, and the contra limb was placed into the left common iliac artery. Both limbs were patent. Contrast injection from the top of the bifurcate showed contrast outside the stent graft in several locations. Near the top of the sac ~4cm below the bifurcate proximal graft margin, contrast from an unknown type endoleak was seen on the left side of the bifurcate, near the level of the flow divider and proximal contra limb. This may have been a proximal type I, type ii, or type iii fabric endoleak. Contrast was also seen at the bottom of the sac between the two iliac limbs. This may have been a distal type I or type iii fabric, from either limb. From the right side an endurant aortic cuff was brought up and implanted ~10mm above the level of the bifurcate, just below the left renal artery. The distal end of the cuff was implanted ~10mm above the flow divider. A reliant balloon was inflated within the cuff. Contrast injection from the top of the bifurcate still showed the endoleak near the left side of the flow divider. Ballooning was again performed within the cuff/gate; the endoleak was still present. Two endurant limbs were then seen implanted into each side of the bifurcate, proximally positioned from ~1cm above the flow divider (just below the cuff) to several cm¿s below the level of the gate. Additional ballooning with a reliant was performed within the distal cuff and down below the level of the gate; the previous endoleak seen near the flow divider appeared to have resolved. Review of CT¿s 27 months post-implant revealed that the endurant aortic cuff was positioned just below lowest left renal artery. The proximal stent graft od of the cuff/bifurcate measured ~23mm, and areas of calcification were observed primarily within the proximal sac/distal neck. The neck was acutely angulated 70 deg r-l maximum relative to the aortic body, just below the renal arteries near the proximal portion of the cuff/bifurcate. There was little a-p angulation. The aortic body was angulated 60° l-r; relative to the distal aaa. The max diameter aaa measured 8cm, and contrast was seen outside the stent graft near the distal portion of the aaa sac from an unknown type endoleak. The distal aorta was extensively calcified, and both limbs had 3 ¿ 4 stents overlapping within the common iliac arteries. Within the distal portion of the right common iliac artery, the distal od of the right limb measured ~25mm. There was marginal stent graft apposition to the right iliac artery, which measured ~27mm at that same level. Within the left common iliac, the distal od of the left limb and iliac artery ID measured ~25mm. Both limbs were patent, and no stent graft kinks or compression was observed along the length of the limbs. No other stent graft issues were observed. The exact cause of the endoleaks observed at the 19 months intervention and 27 months CT follow-up could not be determined from the films provided. The anatomy pre-implant and earlier post-implant images were not available for review and comparison. The endoleak seen during the intervention near the flow divider, which resolved after implanting bilateral limbs across the flow divider, appeared most likely to have been a type iii fabric endoleak from the bifurcate. The cause of the endoleak could not be determined; it is possible that neck angulation and the observed calcification near the location of the endoleak may have contributed. The exact cause of the reported distal type I endoleak from the right limb and type iii fabric endoleak from the left limb could not be determined. It is possible that this endoleak was present at the 19 month intervention. CT¿s revealed that there appeared to be marginal stent graft limb radial apposition within both common iliac arteries; especially on the right side. It is possible that disease progression (vessel dilatation) may have contributed to a distal type I endoleak, from the right and possibly also from the left limb. The reported type iii fabric endoleak from the left limb may have been caused by abrasion due to the calcification observed within the distal aorta. Films during and post-intervention were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 79 mm in diameter abdominal aortic aneurysm. It was reported that a CT, performed approximately two years and three months post index procedure, revealed the right endurant limb had a distal type I endoleak. Additionally, a type iii fabric endoleak was present in the left endurant limb. The physician elected to reline the right and left limbs by implanting a new endurant limb on both sides and the endoleaks were resolved. Per the physician, the cause of the distal type I endoleak was due to right common iliac artery diameter enlargement. Per the physician, the cause of the type iii endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.